Manufacturer narrative:
Method - visual inspection, manufacturing record, complaint history analysis and risk assessment. Result - visual inspection: the threaded tip of the returned reflex-hybrid revision driver draw rod was confirmed to be broken. Manufacturing record review: no discrepancies noted. Complaint history analysis: (B)(4) previous records have been received involving (B)(4) units relating to draw rod tip deformations on the reflex-hybrid revision driver. Investigations into past complaints concluded that the failures were the result of user-error. Risk assessment: the fragments from the broken instrument were safely removed from the patient and it is noted that this device is made from implant grade biocompatable stainless steel to mitigate the risk of broken tips remaining inside the patient should the device break during surgery. There were no reports of any adverse consequences and the surgery was confirmed to have been successfully completed. Conclusion - the instrument failure is believed to be the result of user-error. The surgical technique states that while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft.

Event description:
Dr (B)(6) was removing a reflex hybrid plate. He attached the revision driver to a screw and as he began to back out the screw, the tip of the draw rod broke.